Event description:
A home patient's nurse contacted baxter's technical service center for assistance with a check lines and bags message that appeared on the home patient's homechoice machine during fill 1/24 of their automated peritoneal dialysis therapy. Per initial report, the home patient received the alarm, the nurse clamped off the patient line of the homechoice set and the home patient's transfer set, without disconnecting the home patient and initiated a new session of therapy using the same set-up. Baxter's technical service center assisted the patient's nurse in ending therapy early. No injury patient or medical intervention was indicated at the time of the initial report.